Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that numerous high, out of range pace impedance measurements have been recorded. The local field representative indicated that the physician is aware and the patient will continue to be monitored as this issue is chronic.

Event description:
Boston scientific received information that this patient expired six months after the last out of range impedance measurement was reported. There was no link to the patient's death and no further out of range impedance measurements reported. Additional information was obtained from the field that there was no lead involvement in the patient's death, the patient reportedly had been very sick.

Event description:
Boston scientific received information that this system displayed a high, out of range right ventricular (rv) pacing impedance. A request for additional information has been made. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.